Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer¿s blood glucose level was 73-150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.